Event description:
It was reported by a patient that she underwent a single level kyphoplasty at l1 for a compression fracture in 2009. An operative report confirmed a small amount of cement had leaked into the spinal canal during the procedure. At about 5 days later, the patient returned to the physician and complained of back pain that was worse than before the procedure, pain in the right hip, right thigh numbness and headache. The patient was prescribed steroids but returned to the physician one week later with continued severe back pain and continued right thigh numbness. Imaging studies and an emg study 7 days later confirmed findings interpretative of cement leakage. At about 2 days later, the patient complained of bilateral radiculopathy in both legs. She underwent additional imaging and has received physician recommendations that she undergo a laminectomy for which she had been scheduled.

Manufacturer narrative:
Method - other, device not returned, follow up with physician's assistant.